Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to kinked tubing, repeated insulin occlusion alerts, and steadily rising blood glucose levels while using a 23-inch teflon 6 mm inset infusion set. The agent advised that all supplies are recommended to be changed at the same time and are approved for three days of use; however, since the patient had changed the site the previous day, the agent assisted with replacing only the infusion set and tubing. The patient was guided to disconnect the tubing at the connector, attach a new tubing and infusion set, perform a fill tubing only procedure, and apply the new site. The patient confirmed that insulin drops were observed and that insulin therapy had resumed. At the time of the call, blood glucose levels were reported as high. The patient indicated that blood glucose levels had been out of range for approximately two hours and that a device alert for high blood glucose had occurred. No medical intervention or outside assistance due to incapacity was required, though the patient reported receiving non-medical help out of kindness. The patient reported experiencing thirst during the event. The agent recommended continued blood glucose monitoring for the next one to two hours and conducted follow-up outreach. The patient later reported that blood glucose levels had returned to range, with a reported value of 156, and the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.